Event description:
When the prowler plus microcatheter ((B)(4)) was withdrawn to deploy the stent, the microcatheter could not be moved. Then microcatheter was pushed forward and it still could not be moved. The microcatheter and the stent were withdrawn together. Another stent ((B)(4)/lot: 10119773) and a prowler 14 microcatheter ((B)(4)/lot unknown) were used to complete the procedure. An adequate continuous flush was maintained through both microcatheters. There were no damages noted on both microcatheters and the first stent prior to and after use. The first stent was able to be removed from the microcatheter, outside of the patient. Great force was used to expose the stent out of the microcatheter outside of the patient's body. Due to the problem that occurred, the patient suffered thrombosis and was in a coma. The coma was related to a stroke from the thrombus. The thrombus formation occurred when the microcatheter and the stent were withdrawn, prior to the placement of the second stent. An enterprise stent, prowler plus and prowler14 were in the patient when the thrombosis occurred. There was no thrombus after the procedure. Thrombolysis medication treatment was used to treat the thrombosis. There was no vessel trauma/dissection due to the reported difficulty with the devices that may have contributed to the thrombus formation. The admitting diagnosis was dizziness. The thrombolytics was aspirin. The act post anticoagulation prior to the thrombus formation, ptt, and inr were normal. Intraprocedural anticoagulation of heparin was given prior to attempted placement of the enterprise. The patient does not have any history of hypercoagulation. The pre-procedure antiplatelet therapy is unknown. The date of death is (B)(6) 2012. The target site was ica c4 segment and the proximal and distal diameter of the parent vessel where the stent was placed was about 4mm. The patient had a wide-neck aneurysm. The aneurysm was not ruptured.

Manufacturer narrative:
During a stent assisted aneurysm embolization when the enterprise vrd ((B)(4))was positioned across the neck of the internal carotid artery (ica) aneurysm it could not be deployed from the prowler select plus ((B)(4)) microcatheter. Another enterprise stent ((B)(4)) was deployed; however, it was reported that because of the delivery problem there was thrombosis. The patient was in a coma due to a stroke from the thrombus and died the following day. The thrombus formation occurred when the physician withdrew the micro-catheter and the stent, prior to the placement of the second stent. A prowler 14 (catalog/lot unknown) microcatheter was also in the vasculature when the thrombus occurred. Thrombolysis medication treatment was used to treat the thrombosis. There was no vessel trauma/dissection due to the reported difficulty with the devices that may have contributed to the thrombus formation. There was no thrombus after the procedure. The (B)(6) female was admitted with a diagnosis of dizziness with no history of hypercoagulation. The pre-procedure antiplatelet therapy is unknown. The target site was an unruptured aneurysm at the c4 segment of the ica; the proximal and distal parent vessel diameter in the area that the stent was placed was approximately 4mm. An adequate continuous flush was maintained through all of the catheters. The prowler select plus microcatheter could not be withdrawn when attempting to deploy the enterprise vrd. The microcatheter could not be moved with an attempt to push it forward. The prowler select plus microcatheter and enterprise vrd system were removed as a unit. The first enterprise stent was able to be removed from the microcatheter, outside of the patient. The physician used great force to expose the stent out of the micro-catheter outside patient body. It was reported that there were no damages to the devices before use or after removed from the patient. Intraprocedural anticoagulation of heparin was given prior to attempted placement of the enterprise. The act post anticoagulation prior to the thrombus formation, ptt, and inr were normal. It was reported that the thrombolytics given was aspirin. The lot number of the prowler 14 microcatheter which was reported as having been in the vasculature when thrombus formation was noted is not available for analysis and the lot number is not known; therefore, a device history record review cannot be completed. Thrombosis and stroke are known potential adverse events associated with endovascular procedures. With review of the available information there is no indication of any device manufacturing or performance issues related to the event. Patient and procedural factors appear to have impacted the event. Therefore, no corrective actions will be taken at this time. The product will not be returned for analysis. This is one of four products involved with this adverse event, which is associated with mfg report 1058196-2013-00011, 1058196-2013-00012, 1058196-2013-00013, and 1058196-2013-00031. Concomitant medical products and therapy dates: - prowler plus microcatheter (B)(4) / lot: 15604414; - enterprise stent (B)(4)/ lot: 10115525; - enterprise stent (B)(4) / lot: 10119773.